Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient started having problems with charging the ins around (B)(6) 2019. The ins would not stay charged; it would only stay charged for one week and they have had to keep charging it more often. Then, around (B)(6) 2020, the ins started taking longer to charge. On (B)(6) 2020, the patient spent 8 hours charging the ins and it only got to 50% charge. The patient confirmed that they were able to maintain 4-6 boxes when charging, and hadn't gotten 8 boxes on (B)(6) 2020 when they were charging. Reasons for these reported ins recharging issues were reviewed and the patient was redirected to see their doctor. The patient has an appointment scheduled for (B)(6) 2020 to meet with their physician. No symptoms were reported. No further complications were reported or anticipated.